Event description:
In 2009, received an explanted lead from st jude. No information provided. Patient records indicates patient death around or about 1996, also noting patient lost to follow-up. In 2009, an investigational letter was sent to the physician on file in the patient record in an attempt to learn when and why the explant occurred.

Manufacturer narrative:
Entire form filled out by manufacturer.